Event description:
The tubing is defective. The portion of the IV tubing that contains the drip chamber vent slide clamp is missing from the IV set. The drip chamber is open to the environment due to the missing IV tubing. Hosp conducted an examination of this lot number of IV tubing throughout the hosp. The search found an add'l three sets with the same defect unopened in their original packaging. A total of four IV sets were found with the same defect.